Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced fungal infection on the peg tube entrance and was treated with 1000mg or oral augmentin 2x1 from (B)(6) 2017. On (B)(6) 2017, the patient was diagnosed with cellulitis on the stoma site and was hospitalized in the infectious disease unit. The patient was treated with 50mg of intravenous tygacil 2x1 for the cellulitis from (B)(6) 2017. On (B)(6) 2017, a stoma site culture was taken which confirmed the fungal infection.